Event description:
The physician reports that a patient developed endophthalmitis after implantation of the crystalens. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.